Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information - patient identifier- sid (B)(6). This is all that was provided for patient information. The customer resolved the issue by replacing the r1 reagent probe on the architect c4000 processing module (sn (B)(4)). No additional discrepant result issues have been reported since the probe was replaced. List number 01g47-04 c4/c8 rgt pr rohs was determined to be the likely cause of the issue. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending review did not identify any trends for c4/c8 rgt pr rohs and for the architect c4000 processing module. Device history record review determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated chloride and carbon dioxide (co2) results for 2 patients. The customer provided reference ranges for the following: chloride = 98-110 mmol/l; co2 = 21-31 mmol/l (meq/l is equivalent to mmol/l). The following patient data was provided on 09mar2021: sid (B)(6) = chloride initial result = 133 mmol/l, repeat = 105 mmol/l / co2 initial result = > 45 mmol/l, repeat = 26 mmol/l. Sid (B)(6) = co2 initial result = 41 mmol/l, repeat = 24 mmol/l (different analyzer) there was no impact to patient management reported.